Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport implantable port products that are cleared in the us. The pro code and 510 k number for the powerport implantable port products are identified in d2 and g4. As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI powerport isp. During the procedure, the catheter was allegedly found difficulty in passing. It was further reported that tip of the introducer was allegedly found damaged. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport implantable port products that are cleared in the us. The pro code and 510 k number for the powerport implantable port products are identified in d2 and g4. H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one photo was provided for review, and one vessel dilator was returned for evaluation. Visual and microscopic evaluations were performed on the returned device. The photo shows an open lit tray containing a tunneler ,guidewire loaded into the guidewire hoop, dilator loaded with sheath, one straight and one right angled non coring needle and one introducer needle. The vessel dilator received was noted to be bent. Deformation was noted throughout the distal tip of the vessel dilator. Therefore, the investigation is confirmed for the reported identified deformation issues. However, it is unconfirmed for the reported material integrity issues as more specific damage deformation issue was identified during investigation and inconclusive for the reported failure to advance issues as peel-apart sheath not received with components, thus functional evaluation could not be performed. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E3, g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI powerport isp. During the procedure, the catheter was allegedly found difficulty in passing. It was further reported that tip of the introducer was allegedly found damaged. There was no reported patient injury.